Event description:
It was reported that a patient underwent a right mastectomy on (B)(6) 2025 and a topical skin adhesive was used. Secondary operation. Four days post-op, the patient presented with a rash, severe reaction, itchy and weeping. The patient had pustules and oozing. The skin adhesive was removed. On (B)(6) 2025, the right breast was still itchy, oozing, and red. The patient was prescribed co-amoxiclav at this point. On (B)(6) 2025, the patient was admitted due to shortness of breath, treated as cap, pneumonia. On (B)(6) 2025, redness/rash settling but still sightly red. Betnovate had also been prescribed. The patient was discharged and next review in 6 to 9 months. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date reported - 1/6/2026 name of reporter (B)(6) (breast reconstruction nurse) date of procedure (B)(6) 2025 description of event, symptoms, menifestation of reaction/infection secondary operation. Rash presented 4 days post-op, severe reaction, itchy and weeping. Pustules and oozing, prineo removed. No previous chemo. (B)(6) op, (B)(6) rash, (B)(6) right breast still itchy and oozing, red. Prescribed co-amoxiclav at this point. (B)(6) patient admitted due to shortness of breath, treated as cap, pneumonia. (B)(6), redness/rash settling but still sightly red. Discharged and next review 6-9mths. Photos - unable to retrieve, if needed, will need to fill out request for (B)(6) hospital medical photography to release. Name of surgery right mastectomy date/day post-op reaction was noted 4 days post-op any prescription strength medication prescribed betnovate was the topical steroid prescription strength? Unknown were any other prescription meds prescribed? Co-amoxiclav - 1 week post-op was prineo/dermabond or skin adhesive used on the patient in previous surgery or wound closure? Yes, secondary surgery. Product code/lot number - unknown. Current px status recovering. Was any surgical intervention performed? Not relating to the rash were any cultures taken? No how was the adhesive applied? Unknown what prep was used prior to, during or after adhesive use? All patients pre-operatively, wash in hibiscrub/octenisan and clexane the night before operation. Patients also have pre-load carb powder. All admitted to same ward. Theatre prep unknown. Was a dressing placed over the incision? If so, what type? Micropore tape used when prineo removed. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No confirmed allergies. Is the patient hypersensitive to pressure sensitive adhesives? None mentioned was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Asked about allergies in general, not specific to above. Patient demographics: initials / ID, gender, age or date of birth; bmi unable to retrieve. If required, will need to gain approval from (B)(6) for release of these details. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Is product available to return for analysis. No additional comments -(B)(6) (breast reconstruction nurse) followed up via email to state that in clinic, two of ms (B)(6) patients who had reactions mentioned they had a nail/eyelash glue allergy. This was not identified pre-op. Tina had not made note of which patients, so cannot be 100% it relates to this complaint, however timelines suggest it could be. Email received from (B)(6) on (B)(6).